Event description:
Information was received from a patient via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that a few months prior to the report, the patient¿s implantable neurostimulator (ins) was rubbing on their ribs and bothering their ribs in their back. It was noted that a revision occurred on the day of the report to move the ins lower. It is unknown if the patient recovered completely from the revision surgery; the rep did not have any updates.

Manufacturer narrative:
Correction to the date of the initial regulatory report. Updated date for the initial MDR is as populated in this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.